Manufacturer narrative:
(B)(4). A recovery catheter caught in an implanted stent strut may be a result of, but not limited to, pt anatomical morphology, pt disease state, device placement technique, accessory device support, and/or when the stent does not appose the vessel wall when the stent is fully deployed. The pull back of the embolic protection device into the sheath appears to be inadvertent and does not appear to be an indication of a product deficiency. A definitive cause could not be determined, however, the reported event appears to be related to the circumstances during the procedure. All catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.

Event description:
Device issue: difficulty removing filter. Time of device issue: during the procedure. Adverse event (ae): intervention. Time of ae: during the procedure. It was reported via a trial that during the procedure in the left internal carotid artery, during attempted filter removal, the retrieval catheter (rc) was advanced; however, it caught in the implanted stent strut and could not be advanced further despite the use of another rc, buddy wires and neck manipulation. When the rc was being removed, the filter was inadvertently pulled back into the sheath and was removed from the body. There was no adverse pt sequela. Though requested, no additional information was provided.